Event description:
The surgeon was drilling through the cuneiform and the drill broke. He was able to pull broken piece out of the patient without adverse consequences to patient.

Manufacturer narrative:
The affected device is not available to stryker for investigation. It was discarded by surgical team at the facility.